Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient wasn't told anything after their implant on the day of the report. They didn't think they were voiding like they should have been. They noted that they did not feel stimulation. They were going to follow-up with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.